Event description:
The MFR received info alleging a ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
During eval of the device at the MFR's service ctr, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The device's lcd screen was found to be blank. The lcd screen was replaced to address the issue.